Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 1.50x15mm traveler balloon catheter met resistance with the posterior descending coronary artery lesion during advancement. The balloon was inflated multiple times and ruptured. The device was removed without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.